Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted no blood or contrast visible. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip was separated at the distal end of the distal seal and was returned, confirming the reported separation. The material at the separation was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The tip was bunched distal to the clear gap, for a length of 2 mm. The tip was torn at the distal end. The material at the tear was lifted. The inner diameter of the guide wire lumen at the separation, past the proximal seal and guide wire exit notch were measured and met manufacturing criteria. An attempt was made to measure the separated tip, but the pin gauge would not advance past the bunching noted. The guide wire used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. A new guide wire was backloaded through the returned stent delivery system (sds) without resistance noted. The same guide wire was used in attempt to backload through the separated tip, but the guide wire would not advance past the bunching noted. In this case, it is possible that the guide wire and sds were not properly supported during insertion of the guide wire, resulting in the tip kinking and bunching. The subsequent removal of the product likely resulted in the tip stretching and ultimately separating. However, the cause of the initial resistance advancing the guide wire could not be determined. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but is not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. A conclusive cause for the reported difficulty of positioning the guide wire could not be determined; however, the separated tip appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to position the guide wire or tip detachment for this lot. There is no indication of a lot specific product quality deficiency. This type of reported event will continue to be monitored. All stent delivery systems are visually inspected and checked for proper guide wire movement on the manufacturing line. All stent delivery systems are visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during advancement of the promus stent delivery system (sds) on a high torque floppy guide wire, the sds stuck with the guide wire before reaching the rotating hemostatic valve. The sds was removed from the guide wire for wipe down, and the tip of the sds separated. A xience v stent was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.